Event description:
It was reported that intra-op measurements showed 9 channels in status hi, despite several trials with the implant covered by skin and with sutured wound. Therefore, during the same surgical act, the wound was opened again and the patient was implanted with a back-up device.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.